Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the surgeon would drop a projection and then come back to it while navigating it was not where they had dropped it as if it had moved. It was noted that the site was projecting small cylinder projections (1-2 mm) using a navigated instrument. The imaging device was checked out to ensure that the images were not inaccurate. There was no surgical delay and no impact to the patient outcome.

Manufacturer narrative:
Additional information: additional event details were received. Initial reporter information has been updated. Additional information: a medtronic representative went to the site to perform a system checkout. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. Device evaluation: a software analysis was completed to further investigate the cause of the reported event. The logs were reviewed. There was one session in which a midas tool was used, and all tips used were verifiable (not calibratable). Software engineering attempted to reproduce the issue but was unable. It was noted that the archive was not available. It was determined that there was insufficient information. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was later reported that the amount of inaccuracy was 1-2mm.